Event description:
It was reported the patient was not able to exit from MRI mode after an MRI and activate therapy due to losing the patient controller. As such, troubleshooting by a manufacturer representative may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information received indicates that a manufacturer representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Issue was resolved.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode.